Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the removal of the circular stapler, the device broke and the anvil fell on patient's cavity. All the components were retrieved.